Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the monitor was unable to complete a pulse test. The cause for the failure was isolated to defective t2 and t3 transformers on the defibrillator pca.   The root cause for the defective transformers could not be positively identified. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.